Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a 2008t machine as a result of the blood pump rotor cutting the bloodlines. The plastic pin cap came loose on the blood pump rotor guide pin. The pin then cut the bloodline running through the blood pump. Blood was visually observed coming from the blood pump rotor. Treatment was stopped one hour early and the patient¿s blood could not be returned. Additional information requested but has not been obtained.

Manufacturer narrative:
Correction provided in b5.

Event description:
Additional information received states that the blood leak occurred with one hour left in the patient¿s hd treatment. The machine alarmed with a tmp alarm and the blood leak was observed as a small blood leak from the bottom of the blood pump. Stated that there was no defect or damage seen on the bloodlines prior to the event. Stated that the patient¿s estimated blood loss (ebl) was unknown. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient did not finish treatment. The machine issue has been resolved by replacing the blood pump rotor. The blood pump rotor is being returned for physical evaluation.

Event description:
Additional information received states that the blood leak occurred with one hour left in the patient¿s hd treatment. The machine alarmed with a tmp alarm and the blood leak was observed as a small blood leak from the bottom of the blood pump. Stated that there was no defect or damage seen on the bloodlines. Stated that the patient¿s estimated blood loss (ebl) was unknown. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient did not finish treatment. The machine issue has been resolved by replacing the blood pump rotor. The blood pump rotor is being returned for physical evaluation.

Manufacturer narrative:
Additional information provided in b5.

Event description:
Additional information received states that the blood leak occurred with one hour left in the patient¿s hd treatment. The machine alarmed with a tmp alarm and the blood leak was observed as a small blood leak from the bottom of the blood pump. Stated that there was no defect or damage seen on the bloodlines. Stated that the patient¿s estimated blood loss (ebl) was unknown. Confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient did not finish treatment. The machine issue has been resolved by replacing the blood pump rotor. The blood pump rotor is being returned for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue based on the photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.